Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection revealed that the tubing was severed approximately five inches above the bottom y-site. Closer microscopic inspection revealed that the tubing appeared to be pinched at the location of the cut. The cause of the condition was determined to be a manufacturing issue. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a piece of the tubing of a clearlink continu-flo solution separated from the set and fell on the floor. The reporter stated that the tubing broke ¿towards the end not near the hard plastic." The event occurred during set up when attaching a four way stopcock. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.